Event description:
Per the clinic, the patient experienced poor performance and little to no sound percepts with the device since activation. The electrode array was also reported to be partially inserted since initial implantation on (B)(6) 2025. Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted (B)(6) 2026. It is unknown if there are plans to reimplant the patient as of the date of this report